Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that after the initial inflation of a pta balloon in the arm, the balloon detached during retraction of the catheter into the sheath. The procedure was completed with another balloon. There was no report of patient injury.